Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) with removal of stent procedure, the distal cap on the duodenovideoscope split and come off the scope into the patient. The distal cap was retrieved with a roth net. The stent was then removed, and no devices were left behind. There were no reports of patient harm. This report is 2 of 2.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not reported to olympus, and the reported failure was not confirmed. Based on the results of the investigation, probable cause of the reported event may be due to the following factors: the tip cover was not fitted securely. During the procedure in question, the tip cover was subjected to stress, such as friction caused by twisting or pushing and pulling within the body cavity, or interference with the mouthpiece. However, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.